Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor was replaced and the power cord and the lemo connector were repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would no boot up. There is no report of injury or death associated with the event described in this complaint.